Event description:
Caller reported a malfunction on the pump identified by code malf 9. There was no information regarding the impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided further instructions to call back if the malfunction recurred. The customer understood the guidance and continued using the pump without the malfunction reoccurring.